Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith effort to obtain the information is currently in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during the farapulse pulmonary vein isolation procedure to treat atrial fibrillation farawave ablation catheter was selected for use. When deployed into flower from basket the flower folded over into itself and a spline become disconnected from the electrode orange coating exposing raw metal. The procedure was completed by using original device. No patient complications have been reported. The product is expected to be returning.

Manufacturer narrative:
Additional information added to b5: describe event or problem. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith effort to obtain the information is currently in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during the farapulse pulmonary vein isolation procedure to treat atrial fibrillation farawave ablation catheter was selected for use. When deployed into flower from basket the flower folded over into itself and a spline become disconnected from the electrode orange coating exposing raw metal.. The procedure was completed by using original device. No patient complications have been reported. The product is expected to be returning. It was further reported that the spline was detached from the exterior coating of the device. The procedure was completed by using alternative device.